Event description:
It was reported that the cartridge was leaking. The customer reverted to an alternative method of insulin therapy. Customer declined further troubleshooting. There was no reported adverse impact.